Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) damaged tip electrode. The visual inspection also revealed that the outer insulation was breached.

Event description:
It was reported during the implant procedure that the lead could not be properly implanted due to the system binding not working correctly. The lead was not implanted. No patient complications have been reported as a result of this event.